Event description:
No harm to patient. Instrument down, called for service. No response for several days. Multiple calls placed by lab and manager to company with messages left for service manager who finally returned call 7 days later. At this time promised that service would be complete on friday [redacted]. Service did arrive and repaired to the point that we were able to complete limited testing on patients. Monday [redacted] - 3 days later, instrument was down again. Called for service and no return call to date. Call placed and email sent to service manager again today. Testing is down for toxicology tests for metals. We are backlogged on specimens >125 patients and sending out limited samples by the day. Instrument manufacturer is perkin elmer model nexion 350x serial number is [redacted].